Manufacturer narrative:
Isi has requested the harmonic ace disposable insert to be returned for evaluation. However, as of the date of this report, isi has not received the product. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace disposable insert broke into two pieces and both fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the harmonic ace instrument was used for a surgical task. During use, the user noticed an unusual sound from the generator and observed that the harmonic ace disposable insert broke into two pieces and both fell inside the patient. The user stated that they have no recollection of any instrument collision during the procedure. The broken pieces were retrieved during the same surgical procedure. Another harmonic ace disposable insert was installed into the same instrument. The user continued the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. All the broken pieces were retrieved and no post-operative test (x-ray, ultra sound) was performed. No additional surgical intervention was conducted because the retrieved fragment exactly matched with the damaged part and no missing piece was found. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the instrument accessory (harmonic ace disposable insert) involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection of the instrument found that the blade was broken approximately 0.284¿ from the base. The broken piece was returned and matched with the returned product with no missing piece identified. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is fatigue failure attributed to mishandling / misuse.tha based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.